Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in (B)(6) 2011. The patient reports that he had been using the device regularly with no issues since implant surgery; however, in early (B)(6) 2021 the device suddenly stopped pumping. The patient had a consultation with his surgeon on (B)(6) 2021 and a revision surgery to replace all components was booked for (B)(6) 2021. The revision surgery was performed and all component were removed and replaced. No additional information was provided.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary: with all the available information, boston scientific confirmed the reported mechanical issue, a fluid leak was identified in one of the cylinders. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump kink resistant tubing (krt) was worn to the filament. The pump passed all tests performed. The cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had fold that indicate possible buckling of the cylinders in the proximal cylinder body. Cylinder 1 has a leak in proximal cylinder body attributed of wear at fold. Cylinder 2 passed all tests performed. The identified fluid leak is also the probable cause of the reported inflation issue and mechanical issue, as the device would not be functional after the system fluid was lost. The reservoir was visually inspected, leak tested and microscopically examined. The reservoir has wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. Product analysis confirmed the reported event. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted in (B)(6) 2011. The patient reports that he had been using the device regularly with no issues since implant surgery; however, in early (B)(6) 2021 the device suddenly stopped pumping. The patient had a consultation with his surgeon on (B)(6) 2021 and a revision surgery to replace all components was booked for (B)(6) 2021.the revision surgery was performed and all component were removed and replaced. No additional information was provided.